Manufacturer narrative:
H6: investigation: this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit grp a strep 30 test veritor (material # 256040), batch number 9291770. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using kit grp a strep 30 test veritor a false positive result was obtained by the laboratory personnel. A subculture test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that customer reported a false positive on product 256040, lot 9291770. Steps taken with customer/troubleshooting: customer stated that product 256040 yielded a positive result but culture analysis on the same specimen yielded a negative result. Confirmed with the customer that qc on that kit was performed and passed. Customer also stated that when she physically examined the patient, she was not convinced that the patient was exhibiting symptoms from strep a. Went over workflow with the customer and confirmed that they follow the instructions that came with the kit. Documented complain.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit grp a strep 30 test veritor a false positive result was obtained by the laboratory personnel. A subculture test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that customer reported a false positive on product 256040, lot 9291770. Steps taken with customer/troubleshooting: customer stated that product 256040 yielded a positive result but culture analysis on the same specimen yielded a negative result. Confirmed with the customer that qc on that kit was performed and passed. Customer also stated that when she physically examined the patient, she was not convinced that the patient was exhibiting symptoms from strep a. Went over workflow with the customer and confirmed that they follow the instructions that came with the kit. Documented complain. "